Event description:
The account's engineer stated the brake is not holding.

Manufacturer narrative:
The tech found that the right head brake castor was worn and wouldn't hold when in brake. The account declined repair and decommissioned the bed.